Event description:
A falsely elevated discordant advia centaur xp cea result was obtained on a patient sample and the result was questioned by the physician. The customer performed repeat testing and the cea result was low. There was no report of adverse health consequences due to the discordant advia centaur xp cea result.

Manufacturer narrative:
Siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed and replaced a broken male fitting on the base dispense probe, replaced the vacuum base tubing on the base pump and replaced silicon tubing. The fse observed minor leakage from the base pump. On a follow up visit the next day the fse replaced the base pump, the diluent and reagent, and reagent probe 1. The instrument is performing within specifications. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."